Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the markerbands as per specifications. Deformation was visible to the 11th distal stent wraps with struts raised. The inner lumen patency was verified with a 0.015 inch mandrel. Deformation was evident to the distal tip.

Event description:
The physician intended to use a resolute integrity drug eluting stent. To treat a lesion located in the left anterior descending (lad) artery. The target lesion was reported to be moderately tortuous, mildly calcified with 76% stenosis. No other abnormalities were reported in relation to anatomy. No damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The device was inspected, with no issues found. The lesion was not pre-dilated. It was reported that stent deformation occurred during positioning/advancement of the device. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device and no excessive force was used during delivery. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed.